Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the display of the meter has a black spot that is covering the entire left part of the display. Patient stated the spot is becoming bigger day by day. No adverse event was reported. Requested return of the alleged meter for evaluation.